Event description:
The following was reported to hamilton medical ag: summary: alarm on ventilator "check flow sensor tube", loss of peep, no adequate ventilation: patient ventilated manually and flow sensor replaced. The blue tube was found to be disconnected from the sensor.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: reportability assessment: this case was initially assessed as reportable. Although no patient harm or consequences occurred due to the reported event, immediate medical intervention was necessary manual ventilation of patient) as a consequence of the malfunction. Therefore, this case remains reportable. Log file analysis: hamilton medical ag received the logfiles of the hamilton-c6 (sn (B)(6)), which was used at the time of the event for analysis. The following points were confirmed during logfile analysis: 1. The technical problems started to occur on (B)(6) 2024 but were not resolved until the morning of (B)(6) 2024 by exchanging the flow sensor. 2. The event and failure description was confirmed for 08.07.2024, the reported date of event. 3. The device failed during ventilation in hpo mode, the root cause was a defective flow sensor causing high priority alarms check flow sensor tubing, sensor failure mode ventilation initiated, loss of peep. 4. The blue tube was found by a caregiver to be disconnected from the sensor, identified as root cause. 5. Under these circumstances, an adequate ventilation could not have be performed. Because of this, the flow sensor had to changed. 6. During the change of the flow sensor, the patient needed to be ventilated manually for a short time. 7. After the flow sensor had been replaced, the ventilation continued undisturbed with the hamilton-c6. Investigation of the flow sensor: the flow sensor was analyzed. It could be confirmed that the blue tube was disconnected from the sensor. The widened end of the blue tube suggests that it was initially correctly attached on the flow sensor (fs) body. Furthermore, the teared off edges of the adhesive on the fs body and the blue blue differential pressure tube (dpt), as well as the fact that the adhesive was fully cured, suggest that the flow sensor was produced correctly. It is unknown how the blue tube got disattached from the flow sensor corpus. The most likely root cause is a strong, unforeseeable, accidental pull on the blue differential pressure tube (dpt) in the hospital. It is reasonable that someone or something put stress on the dpt connections in an unexpected and unforeseeable manner, causing them to detach. Equipment pulled on by both users and/or patients can cause disconnection, especially in busy hospital settings. Patient movement, such as shifting position, or improper handling of the fs are therefore to be considered as the most possible root cause. However, this cannot be confirmed conclusively. The customer performed a check of the remainaing flow sensors of this batch. All were according to specification and showed no defects. Hamilton medical ag has not received similar complaint. Therefore, the occurred issue is seen as a single occurrence. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - added information: see above conclusion and added information in b5. Updated fields: h6.

Event description:
The following was reported to hamilton medical ag: alarm on ventilator "check flow sensor tube", loss of peep, no adequate ventilation. Patient ventilated manually and flow sensor replaced. The blue tube was found to be disconnected from the sensor. Patient was ventilated manually. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: alarm on ventilator "check flow sensor tube", loss of peep, no adequate ventilation. Patient ventilated manually and flow sensor replaced. The blue tube was found to be disconnected from the sensor.